Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to infection. There were no other adverse patient effects reported.

Manufacturer narrative:
It is unknown whether the lead will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.